Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx) artery. Following pre-dilation of the target lesion with a balloon catheter, a 20 x 3.00mm promus premier¿ drug-eluting stent and another stent were deployed. However, the promus premier¿ drug-eluting stent was deformed due to the severe angulation of the target vessel. The physician then implanted 2 non-bsc stents into the lesion to overlap the damaged promus premier¿ drug-eluting stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).